Event description:
A customer obtained multiple imprecise vitros phbr quality control results on a vitros 5600 integrated system. For biorad fluid lot 16632, values of 32.9 , 30.7, 34.0, and 31.2 g/ml vs an expected result 43.5 g/ml and for tdm pv lot m1914 results of 45.8, 45.8 g/ml vs an expected result 58.5 g/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to recur undetected with patient samples. However, patient samples were not known to have been affected. There was no report of patient harm as a result of this event. This report is number four of six mdrs for this event. Six 3500a forms are being submitted for this event as six devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that imprecise vitros phbr quality control results were obtained on a vitros 5600 integrated system. The investigation indicated that the issue is isolated to the analyzer in question and the same vitros phbr reagent lots were performing as expected on an alternate vitros 5600 analyzer in the customer's lab. The customer has since moved patient sample testing of vitros phbr to the alternate analyzer. The investigation to date has not identified a definitive root cause, and the investigation is ongoing. A reagent related issue or an interaction between the vitros phbr slides, the immunowash fluid, and the vitros 5600 integrated system have not been ruled out as potential contributing factors. The root cause of this event is currently unknown.